Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 27th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to contrast in the lumen. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx drug eluting stent to treat a lesion located in the lad. There were there no abnormalities reported in relation to anatomy. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device did not pass through a previously-deployed stent. It was reported that the stent detached/unravelled from the balloon after trying to advance stent to lesion. The procedure was completed with another resolute integrity device of the same size. The patient status post-procedure is alive with no injury.